Manufacturer narrative:
These events occurred during an unspecified date of (B)(6) 2020 (stated as midweek, "about 2 weeks ago"). (B)(6). The devices were manufactured december 5, 2019 ¿ december 9, 2019. The actual devices were not available; however, six (6) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area of one sample only. No issues were noted during functional testing of the other five (5) samples. The reported condition was verified on one of the companion samples. The cause of the condition could not be determined, however, the most likely cause was noted to be due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam in the center port. The leaks were discovered during setup prior to patient use. There was no patient involvement. No additional information is available.